Event description:
Employee from (B)(6) called to inform that patient had an explant due to having pain at the incision site from when the device was re-positioned (as part of initial regulatory report).

Manufacturer narrative:
This is the same patient that recently had a pocket relocation because of discomfort. Dr couto reported that the therapy was helping her symptoms, but the patient has a low tolerance to pain and gave up on the therapy before she was able to completely heal. The explanted items were discarded and not available for return.

Manufacturer narrative:
Provider performed a pocket revision on (B)(6) 2025. He moved the generator site from the left side of the body to the right side of the body. This allowed him to avoid her surgical mesh, from a prior surgery, and place the generator in a more comfortable area. This should minimize the pull on the generator. The patient has a history of low tolerance to pain. He will monitor her recovery.

Event description:
Patient was originally implanted on (B)(6) 2025. The patient had a previous surgery where the previous surgeon place surgical mesh in the area the generator would normally be placed, so the provider opted to implant the device slightly lower on the abdomen to avoid the mesh. On (B)(6) 2025, the provider drained a hematoma that had formed and revised the pocket to a deeper location. At the (B)(6) 2025 followup appointment, the patient reported pain at the generator site. The device impedance was checked and confirmed it was within range and working correctly. The patient reported an over 90% improvement in symptoms. Based on her anatomy and the goal of avoiding the surgical mesh, it was determined that the placement was too low on the abdomen causing the weight of the device to pull down on her stomach when she stands. The provider plans to do a revision on (B)(6) 2025 to move the device to the other side of the body and implant in a higher location to avoid the surgical mesh.